Event description:
Pt undergoing cardiac cath, attempted angioplasty unsuccessful. Coronary stent deployed in proximal lad. Operator could not cross dissect/stenotic area to tack down. Pt developed chest pain, sent to or for emergency coronary artery bypass surgery.